Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11e. Retainer ring = black. On 08/22/2021 customer alleged pump has cosmetic damage(damaged back of pump/damaged battery cap). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: serial label fading, pillowing keypad overlay, cracked case-corner of belt clip rails, battery tube threads-cracked, and missing display window/cover. Pump not received with original battery cap. Battery cap cracked/damaged unknown. In summary, customer allegation for cosmetic damage(damaged back of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Pump not received with original battery cap. Unable to verify damage to battery cap.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.